Manufacturer narrative:
Cmpl (B)(4) b5: describe event or problem ¿ correction. D2b procode - correction. H2 type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)was reported in error, please disregard the initial reporting of this event as this event has now been deemed not reportable.

Event description:
Updating MDR due to being selected as reportable in error per customer advocacy. Complaint is not reportable per corpft-140202